Event description:
The user facility reported that a visiglide guidewire had been "torn" during a procedure. The following information was provided by the user facility: the event took place at the beginning of the procedure, either before use or as it was inserted into the endoscope; the tear occurred from the distal end to approximately 10cm to the proximal end; the guidewire was immediately changed out; and the procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
(B)(4). The actual device was returned and evaluated. Visual inspection confirmed that the ptfe coating had been sheared off the outer surface of the wire at approximately 80 - 180mm from the distal end. Magnified inspection showed that the coating had been sheared longitudinally from the proximal end in the distal direction. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A test sample from the current production run was used to intentionally damage to simulate the observed damage to the returned device. The results confirmed that the ptfe coating sheared from the wire shaft when it was exposed to a sharp object. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the investigation findings show that it is likely that the actual device came into close contact with a sharp object and was subjected to repetitive abrading forces resulting in the reported shearing of the coating. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that state: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion position in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory" and "do not angulate the bending section or operate the forceps elevator abruptly while the distal end of the insertion portion is extended from the distal end of the endoscope. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).